Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. D4: UDI - correction, g3: date received by manufacturer - additional information, g6: type of report - follow-up, h2: type of follow up - additional information/correction, h6: adverse event problem - additional information/correction.

Event description:
It was reported that a damaged wire (detached from the device) occurred. The sensor was inserted into the arm on (B)(6) 2024. No product was provide for investigation, however, a photograph was provided. The allegation was confirmed via photographic inspection due to detached/missing sensor wire. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a damaged wire occurred. The sensor was inserted into the arm on (B)(6) 2024. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.